Event description:
It was reported that the ICD was unsuccessful in terminating the induced vf during dft and external defib was used to convert the vf to sinus. Subsequent interrogation revealed that the device was in back-up reset. After the reset condition was cleared, hvli was less than 10 ohms. The lead was replaced and hvli was still less than 10 ohms. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received device reset and output circuit damage was confirmed in laboratory analysis. However, the analysis of the device did not reveal a cause for the output circuit damage leading to the low impedance reading.